Event description:
Consumer reports brush head breakage. This is reported as a malfunction with the potential to cause serious injury; chipped or broken tooth.

Manufacturer narrative:
Device not returned to manufacturer.